Event description:
Allegedly the patient was revised due to the following mom complications: pain (left). G7 shell with dual mobility used on acetabular side. Cocr neck extracted along with metal head and replaced with ti neck and ceramic head.